Manufacturer narrative:
One 7208678 pin passing drill tip 2.4x381mm strl used in treatment, was not returned for evaluation. Due to unavailability, investigation was limited. The information provided states: ¿during lca arthroscopy procedure, the femur tunnel was forced and the drill tip broke inside the patient¿. An exact root cause cannot be determined with confidence. Per instructions for use (IFU): ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure.¿ there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution. No further investigation is warranted.

Event description:
It was reported that during lca arthroscopy procedure, the femur tunnel was forced and the drill tip broke inside the patient. No delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.